Event description:
It was reported that during a laser nucleation of prostate procedure, the console displayed error 58 (self-test process failure (one of the tests completed with fail status)) and error 188 (cooling system error-cooling flow switch error). Due to this, the procedure was not completed. No patient outcome was reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 188 (cooling system error-cooling flow switch error) displayed by the console could be duplicated and was caused by defective pump relay. The fse proceeded to perform a software upgrade and reseated the pump relay, concluding with an adjustment and then the device passed full functional tests. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from a defective pump relay requiring adjustment, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.